Event description:
The lay user/patient contacted lifescan alleging the meter has a cloudy display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
A 2.25mm diameter x 8mm length integrity rapid exchange (rx) coronary stent system was inserted in to a pt to crush into the circumflex wall a dislodged integrity stent that the physician attempted to deploy during procedure. Prior to this another integrity rx stent was successfully deployed to target lesion. The procedure was completed and the pt was transferred to intensive care unit. It was reported that the pt died the next day. The physician commented that the death was not related to the stent dislodgement. The physician also confirmed that the pt presented to cath lab in severe condition and although survived the procedure, had to be defibrillated more than 20 times. (MFR tempt# 2953200-2010-02094, 2953200-2010-02095).

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.